Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient did not check the patient line and connected the patient line to the transfer set before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during fill one of five while the patient was connected to the homechoice. The technical service representative (tsr) had the patient check for kinks, closed clamps, and check the lines coming out of the cassette door. The patient stated the patient line had a mixture of air and solution. The tsr explained the alarm. The patient stated that they did not check the patient line and connected before priming. The tsr assisted to end therapy and advised the patient to setup with all new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.